Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited impedance warnings qualified as high. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.